Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 7019047. Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent revision procedure due to an unknown reason and was doing well postoperatively. Explanted device was not returned.